Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the contact was unsure of the cause of the bg level. However, the contact stated that the customer may have been sick. The contact attempted to address the bg level by changing the temporary basal rate and delivering boluses. At the hospital, the bg level was addressed with insulin drop and fluids. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.